Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. The device history record review was done. A third party manufactured the blade guide sleeve for trochanteric fixation nails, part and lot number. The supplier¿s certificate of compliance (dated 11/21/12) indicates the parts were manufactured and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet (completed (B)(4) 2012). No additional ncrs were generated during production that would contribute to this complaint condition. Part number was released on (B)(4) 2006. Disposition was deemed invalid. Placeholder.

Event description:
It was reported during a trochanteric fixation nail procedure, the surgeon attempted with difficulty to thread the buttress/compression nut all the way up the blade guide sleeve. The buttress/compression nut came loose and would not in place. There was no delay in surgery. The procedure was completed successfully. This is report 2 of 2 for complaint (B)(4).